Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The first proglide device is being reported under a separate medwatch report number. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found components in pre-deployed position and dried blood on the device. The luminal marking test was performed prior to decontamination and during testing the results met the manufacturing criteria; therefore, the reported failure to obtain luminal blood marking could not be confirmed. Based on the investigation findings, the device performed according to specification and a root cause related to the device could not be determined. No manufacturing or quality issue was detected. A review of the product lot history record did not reveal any non-conforming material records associated with this lot.

Event description:
It was reported that a physician in training in the use of the proglide device attempted arteriotomy closure of the left common femoral artery after an interventional procedure. Reportedly, the device was inserted but an attempt to get blood flow was unsuccessful. The device was removed and an attempt to reflush the device was unsuccessful. A second proglide device was flushed properly, inserted but also failed to get proper blood flow. The device was removed and manual compression was applied to achieve hemostasis. There were no reported adverse patient sequale. Though requested, no additional information was reported.